Event description:
The following has been reported: biomed reported: the pump was in use for flow test at haina r&d lab when the screen suddenly froze and the led lights started blinking red, there was a audible alarm as well. The pump had to be rebooted for it to work again. A preliminary review identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.